Event description:
It was reported that within 48 hours after procedure, the patient experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae.

Manufacturer narrative:
This is 3 of 3 MDR reports.

Event description:
It was reported that within 48 hours after procedure, the patient experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Updated: received additional information stated that the adverse event has been updated to ischemic stroke

Manufacturer narrative:
Section b executive summary: updated. F10 clinical signs code grid: added ¿ischemia stroke¿ due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that multiple microembolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand" which was updated to "ischemic stroke, possibly related to the subject microcatheter. While there are a number of potential causes for the reported issues, because the product was not returned, review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.